Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of intrinsic sphincter deficiency and cystocele. It was reported that after implant, the patient experienced swelling and erythema at suprapubic tube and stress urinary incontinence. The device had been used with pmii ethicon prolene mesh, lot# dbb306.